Event description:
Note: this report pertains to the first of two events reported for the procedure. Refer to MFR report #3005099803-2008-01174 for details regarding the second event. A multibite device was used for an unk procedure in 2008. According to the complainant, during the procedure, difficulty was experienced opening the jaws of the multibite device. The physician removed the device and selected a second multibite biopsy forceps device for the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Though anticipated, the device has not been received for evaluation. Therefore, the cause of the reported malfunction is currently undetermined. The may, 15 month multibite forceps product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.